Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "on (B)(6) 2024, the patient underwent surgery on his left wrist. It was fused using the variax 2 wrist fusion. In mid-(B)(6)2025, it was discovered that the plate had broken. The material was then removed on (B)(6) 2025. The patient reported pain in the wrist and a lack of strength in his dominant hand."